Event description:
It was reported that the procedure was to treat heavily calcified lesions in the obtuse marginal (om) and circumflex (cx) arteries. After pre-dilatation, the minivision was placed at the om lesion and the vision was advanced for treatment of the cx lesion, but was unable to cross. The vision was removed with some resistance (with calcification) and it was noted that the stent struts were lifted. Since they had intended on deploying both stents simultaneously, the decision was made to remove the minivision undeployed. When the minivision stent delivery system was removed, it was noted that the stent had dislodged. There was no resistance noted during removal of the minivision. The stent implant was found in the om, near the lesion. A balloon was used to deploy the minivision stent in the unintended site in the om. A non abbott stent was implanted in the cx lesion and the om lesion was left ballooned only. There was no significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mini vision referenced is being filed under a separate medwatch report. Evaluation summary: an analysis of the returned device noted flared struts on the distal end of the stent, confirming the reported stent damage. It is likely that the stent delivery system interacted with the calcified lesion such that it met resistance and was unable to cross. Then upon retraction of the device, the stent may have interacted with the lesion and/or guiding catheter such that it became damaged, contributing to resistance during retraction. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. A query of the complaint-handling database indicated there are no similar incidents reported for difficult to remove or stent damage for this lot. Based on the available information reviewed, there is no evidence to indicate the presence of a product deficiency.